Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: the doctor accidently punctured the implant during surgery.

Event description:
Healthcare professional reported that the doctor accidently punctured the implant during surgery. Device did not come in to contact with the patient. It was not reported if the surgery was completed with a back-up device.